Event description:
An overdelivery. The pump was returned from the third floor with an unsigned note that stated, "rate is inaccurate, the unit was supposed to deliver 25cc/hr starting at 1400 and at 0130, 150cc was left." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. Though requested, no add'l info was available.